Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message .the fe states that this resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.